Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 448 mg/dl, nausea, and a high ketone level identified as dangerous by healthcare professional. Reportedly, multiple occlusions occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and zofran for nausea. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support was unable to find a cause of the occlusions and did not identify any additional issues with the pump or supplies. Reportedly, the customer reverted to an alternate form of insulin therapy.